Manufacturer narrative:
Initial and final MDR 1906238- MDR 3003442380-2024-12876- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set leaked at site between (B)(6) 2024. The blood glucose level of the patient was high which was tretaed by correction injection via multiple daily injection.. Moreover, the issue ocuurred with two similar types of infusion sets used for one and half days. No further information available.